Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. Microscopic evaluation revealed that the connecting tube that goes to the reservoir had a crack consistent with sharp instrument damage. In addition, the kink resistant tubing (krt) was worn to the filament. The pump passed leakage and functional testing. Based on the information available and analysis results, the reported clinical observation of pump not working could not be confirmed.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was no longer working; therefore, a revision surgery was performed to explant and replace the pump. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was no longer working; therefore, a revision surgery was performed to explant and replace the pump. No patient complications were reported.